Event description:
A malfunction was reported and it was not resettable. There was no reported adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent and instructed the customer to return the faulty pump using a pre-paid label. The customer was informed about the situation, although details about the backup therapy were not shared.